Manufacturer narrative:
The device was found to have no communication as received due to low battery voltage. Based on the recorded number of high voltage charges, the device longevity and battery depletion are considered normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was in back-up vvi mode. The device was explanted and replaced.